Manufacturer narrative:
It is unknown when this event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged hemorrhaging or odor is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause. There have been several unsuccessful attempts made to gather additional information. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ; infection; trauma; radiation; patients without adequate wound hemostasis; patients who have been administered anticoagulants or platelet aggregation inhibitors; patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.

Event description:
The following information was reported to kci by the family member: the patient's family member alleged the patient "had to go back into the hospital because wound started to bleed out," requiring four units of blood. The patient's family member also stated, "the wound was dried out and smelling before they has to go to the hospital." On (B)(6) 2014, kci received the patient's medical record which stated the following under the (history of present illness): "in early (B)(6) [the] patient has a urinary stimulator placed. The wound never closed, [the stimulator] was taken out and [the patient was] placed on a wound vac. [The] patient was having a dressing changed and started bleeding, was taken to [the] ER where she was taken into surgery to find [the] bleed. [The] patient now has open surgical wound with a wound vac. Last surgery was on (B)(6) 2014." No additional information is available.